Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system shut down on its own before a procedure. There was no patient involved.

Manufacturer narrative:
The customer reported that the system would intermittently shut down. The company service representative examined the system and was able to confirm the reported event. A system message (sm) [software error] was found in the event log. The can controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on october 31, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming can controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).